Event description:
It was reported to intuvie that pump housing module was damaged. No patient involvement was reported.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. A pump was reported to intuvie that the component had physical damage. During the investigation it was found failure modes: damaged or incorrectly installed anti-free flow clamp, damaged pump housing module, missing caution label on top of pump, 4.1.06z software, i.e. Wrong software, installed. The alleged complaint of a damaged pump housing module was confirmed. The device is not performing to specification. Pump will be transferred to servicing team to be tested and serviced a device history record (DHR) review showed no similar complaints reported. The root cause is unknown. Reference to complaint # (B)(4).